Manufacturer narrative:
E1 address: (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed a definitive root cause could not be identified since the reported phenomena was not reproduced. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, the gastrointestinal videoscope exhibited scope communication error code (e216). The issue was identified at the time of inspection for use. There were no reports of patient involvement.